Event description:
It was reported the zipfix applicator/tensioner tool broke during a sternal closure. The surgeon had another zipfix application tool available and was able to complete the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.